Event description:
Additional information received from the company representative on (B)(6)2016 indicated that the pump was replaced on (B)(6) and the patient was doing well. No further information was available

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained bupivacaine and dilaudid at unknown concentrations and doses. It was reported on 2016-nov-23 there was a code on the patient¿s personal therapy manager (ptm); the code was 8474. The code was unresolved on the call. The representative was on the line with the patient, and the representative stated that he was going to contact the managing physician. There were no reported symptoms. The representative called back to inquire about low battery reset recommendations. The representative stated that the physician was going to meet the patient at the hospital that day. On a call from 2016-dec-12, the patient stated she had to have emergency replacement surgery because the pump failed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.